Event description:
A customer reported experiencing a low blood glucose event with no known cause. The lowest level recorded was 40 mg/dl. The customer¿s spouse assisted the customer by providing orange juice. Additionally, the customer consumed glucose tablets to help address decreased bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.